Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tube there was hemolysis. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: the "tube presented hemolysis."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to hemolysis were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. No clots were detected, either pre- or post-centrifugation. Bd was not able to duplicate or confirm the customer¿s indicated failure mode, hemolysis, because the defect was not evident in the testing of the retained lot samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for hemolysis. Bd was not able to identify a root cause for the indicated failure mode. See h.10.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tube there was hemolysis. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: the "tube presented hemolysis."